Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that prior to routine ICD change-out procedure, externalized conductors on the rv lead were observed via x-ray. Lead remains implanted. Patient will be monitored via remote transmission.